Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that when the patient tries to charge it "seemed to run differently." The patient was asked what they meant and they stated that, "I always think it's just psychological but whenever it is about to run out, they always felt that there were kind of surges, not painful, just interesting for lack of a better word." The patient feels like it was constant. The patient stated that a lot could have changed with their unrelated surgeries. The patient thinks that the charge goes down to a quarter or whenever it gets low, they feel the surges. The patient stated that they were not painful, but just a sensation. The patient stated that they met with the rep 3-4 times within the year, almost quarterly, as the patient was more active to get it right. It was confirmed that the adjustments were normal optimizations. The patient confirmed that they were able to charge now. The patient wanted to get reprogrammed again. These issues have occurred to since implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that prior to her (B)(6) 2018 call. She contacted a manufacturer¿s representative (rep) and they met the healthcare provider¿s (hcp) facility and completed an adjustment without additional event. The patient reported that this year, she hadn¿t been using the device continuously as she was being treated at the (B)(6) in (B)(6) and it seemed to become far too intense when charge was going down sporadically. The patient reported that she had just now received the service survey with mail her husband sent from (B)(6), so she had not done anything further but left the unit off primarily to avoid any additional discomfort but would pursue on her next discharge and return to (B)(6). No further complications were reported.